Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through inspecting and cleaning the pump's components, ensuring everything was correctly positioned and free of debris. With these steps, the customer successfully completed the loading process and resumed using the insulin pump.